Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient received a lth on (B)(6) 2018 and was discovered to be dislocated while in the post-op recovery room. It was speculated that the acetabular shell became dislodge from the bone during the final reduction and became malpositioned which led to an unstable position. The surgeon elected to take the patient immediately back into surgery to exchange all components and to therefore achieve appropriate stability of the hip joint. It was also reported that the femoral component and the acetabular cup were loose at bone to implant interface. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.